Event description:
It was reported that the patient was experiencing loss of stimulation coverage. X-ray revealed that both leads had migrated. The patient underwent a revision procedure wherein the lead was repositioned, and the patient was doing well postoperatively. Nothing was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7084946.